Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issue, as the pump goes flat when pressed. Therefore, the patient underwent a surgical intervention to removed and replace the device, as well as to repair a hernia not related with the ipp. During surgery, a tear that caused fluid leak was confirmed in the left cylinder. It was noted that a portion of the cylinder material separated and adhered to the corporal tissue. No patient complications were reported.